Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side "voluntary recall" and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported left side "voluntary recall" and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: "the device related to the reported events of anxiety-product/procedure and capsular contracture, received on mar 23, 2021 with lot number 621547. Visual analysis of the returned device identified: fold creases, yellow particles on the shell, broken on plug strap, a curved opening on posterior, and white calcification on the shell. Leak test and microscopic analysis were performed which identified: a striated opening on posterior and a sharp broken on plug strap. The fill test inspection was performed; the result is no blockage. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage consistent with the use of some surgical tool. A sharp broken on plug strap assessed as an unidentified (tear) opening." The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: recall, capsular contracture.

Event description:
Healthcare professional reported left side "voluntary recall" and capsular contracture baker grade iii. Device has been explanted.